Manufacturer narrative:
Initial reporter foreign postal code (B)(6).

Event description:
It was reported the video scope broke off from the camera head, mid procedure and another scope set was opened.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the video scope broke off from the camera head. A visual inspection was performed and showed the outertube bent with internal cracked lenses. This is caused by excessive force applied to the outertube. No manufacturing related defects were observed. No further investigation is required.